Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while the device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's allegation was not duplicated, however an error indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. The technician replaced the device's flow sensor to address the issue. Additionally, the dual limb cup, particulate filter, air inlet foam filter, filter cover, blower assembly, blower bellows seal, blower mount, proportional valve, blower cap, blower chassis plate, tubing-system pca, tubing-blower chassis, fio2 tubing kit, low flow o2 tubing, 3-way solenoid valve, oxygen blending module sub-assembly, flow o2 connector, outlet side panel, fio2 housing, and system board were replaced due to dirt being confirmed on the airflow delivery route along with occurrence of the error indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.